Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, the pump shutdown unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Customer¿s blood glucose was 117 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally, the alleged shut down issue was verified in the pump logs; however, no failure was identified.